Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on piccolo embolization and migration, per internal procedures. Please note per the instruction for use, arten600042307 version b, sizing chart t2, the recommended size devices for patients >2kg have a maximum duct length of 8mm, and therefore the 11mm pda of the reported event falls outside recommended sizing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 5/4 amplatzer piccolo occluder was selected for implant in a (B)(6) month old patient with a large patent ductus arteriosus(pda) of unknown dimensions. The device was delivered through the retrograde aorta, and was placed intraductal after pda spasm occurred, which narrowed the defect significantly on the pulmonary artery(pa) end. After a successful implant, the device embolized to the pa after the patient left the cath lab. The patient was then safely returned to the cath lab and the device was quickly snared out and removed through a 4fr cook sheath. It was later decided, that the pda was larger than identified via angiography. Through that same 4 fr cook sheath, an 8mm avp ii was successfully delivered and implanted, with a good result. The physician has since determined that the pda was too large for a piccolo device. There are no known complications with this event and the patient is currently stable.